Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3888-56, lot# va05tdk, implanted: (B)(6) 2013, product type: lead. Product ID 3888-56 ,lot# va00gvk, implanted: (B)(6) 2013, product type: lead. Product ID 3888-56, lot# va04hzh, implanted: (B)(6) 2013, product type: lead. Product ID 3888-45, lot# v941571, implanted: (B)(6) 2013, product type: lead.

Event description:
The consumer reported that the patient¿s implantable neurostimulator (ins) wasn¿t holding its charge. It was stated that they would charge about every 7 days and now had to charge about every 3 days. It was also reported that stimulation had to be increased to cover the pain. The patient had to increase stimulation to get stimulation to cover the pain, but when they increased stimulation to cover the pain, the stimulation was too strong. Indication for use was spinal pain. Additional information received from a manufacturer representative reported that the patient was recharging daily and before they used to be able to charge once a week. It was noted that the patient hadn¿t recently been reprogrammed or switched to a new group. However, the patient recently had the need to increase parameters. The patient stated that they noticed that they have been turning their settings up to get more stimulation. The manufacturer representative had access to a clinician programmer 8840 and impedance tests were ran. All pairs with contacts 0, 1, 2, 3, 7, and 15 were greater than 10,000 ohms. The patient had four quad leads and the manufacturer representative thought that two of the leads were in the shoulder area subsequent. Results on group z were: a1 > 4,000 ohms (used 880 ohms as an estimate), a2 = 959 ohms, a3 = 527 ohms, and a4 = 879 ohms. The manufacturer representative adjusted the patient¿s program parameters. It was determined that if they took out the first program, since it was full of open circuits, the patient¿s recharge frequency would change to 4 and 1/3 days, based on 24/7 use. It was reviewed that the patient wouldn¿t need to charge daily as the recharge frequency appeared appropriate and that open circuits wouldn¿t drain the device. It was further reported that the patient wasn¿t feeling stimulation with a1, which uses electrodes 0-3, and the impedance values for those were all greater than 10,000 ohms. Because the patient wasn¿t feeling stimulation as strongly, they turned stimulation up higher but then were experiencing shocking in their right shoulder area. No falls or traumas were reported that could be related to this issue. The patient was to follow up with their healthcare provider (hcp) to consider programming options going forward and how to address the open circuits. It was noted that the patient¿s recharging issues started in (B)(6) 2016, and the shocking/loss of stimulation occurred two months prior to the date of this report.

Event description:
Additional information was received from the patient reporting that 2.5 years ago the pt said it broke, pt thought their leads broke for they were getting sporadic shocks so they turned their ins off and stopped using it. Pt noted the ins did not charge anymore.

Manufacturer narrative:
Continuation of d10: product ID 3888-56 lot# va05tdk serial# implanted: (B)(6) 2013. Explanted: product type lead product ID 3888-56 lot# va00gvk serial# implanted: (B)(6) 2013 explanted: product type lead product ID 3888-56 lot# va04hzh serial# implanted: (B)(6) 2013 explanted: product type lead product ID 3888-45 lot# v941571 serial# implanted: (B)(6) 2013 explanted: product type lead product ID 3888-56 lot# va05tdk serial# implanted: (B)(6) 2013 explanted: product type lead product ID 3888-56 lot# va00gvk serial# implanted: (B)(6) 2013 explanted: product type lead product ID 3888-56 lot# va04hzh serial# implanted: (B)(6) 2013 explanted: product type lead product ID 3888-45 lot# v941571 serial# implanted: (B)(6) 2013 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was unsure of cause. Patient stated they were playing with grandson and was rolling around. Rep came to patients house and made adjustments. Issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.